Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
Related manufacturer reference number:2017865-2023-20298, related manufacturer reference number:2017865-2023-20300. It was reported that the patient presented in the clinic with an infection at the implanted device pocket site. It was noted that the patient had a fever and a yellowish discharge from the site of the incision. Also, vegetation was present in both the right ventricular lead and the atrial lead. The physician explanted the entire system ¿ implantable cardioverter defibrillator (ICD), right ventricular lead, and atrial lead due to infection. The patient was in stable condition.